Event description:
It was reported that a small volume infusor had a leak. The exact leak site was not specified but was described as "near the filling port". This occurred during filling with saline (non-baxter product). There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from august 11, 2014 to august 12, 2014. Evaluation summary: the sample was received for evaluation. A visual inspection and functional leak testing were performed and identified that there was a leak at the solvent-bonded junction of the tubing and stress-member, near the fill-port. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the leak could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.